Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.